Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper and lower cases were broken, but could not confirm the customer comment that it had failed a sensitivity test, the generator's sensitivity operated within specification. Analysis also found that the battery drawer, lead flex cover and both bail covers were broken, the battery contacts were compressed and the keyboard was scratched.

Event description:
It was reported that the housing on the external pulse generator was broken and that it failed its sensitivity test. The generator was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the housing on the external pulse generator was broken and that it failed its sensitivity test. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.